Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The power motor was found to be faulty. This was replaced and system now performs as intended. System was returned for customer use.

Event description:
The customer reported the system's vertical lift button was not working. No pt injury reported.